Manufacturer narrative:
Continuation of d10: dtma1d1 crt-d, implanted (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that thee was undersensing on the right atrial (ra) lead. Additionally, it was noted that there was far field r-wave (ffrw) oversensing which possibly resulted in a ventricular tachycardia (vt) arrhythmia being classified as supra ventricular tachycardia (svt) and no therapies were provided. The arrhythmia spontaneously converted. It was further noted that the patient passed away the following day. The cause of death was requested and not received.

Event description:
It was later reported that reprogramming had been performed for the far field r-wave (ffrw) oversensing which appeared to have resulted in withheld therapy though no patient harm resulted. The patient had been diagnosed with an upper gastrointestinal bleed and anemia and ultimately expired due to a suspected aspiration event unrelated to product performance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.